Event description:
First procedure: 2005 implantation kugel composix patch. The following month looked perfect. 6 months late infection, started probably earlier. CT scan 2 months later showed pus the patch was folded with ring piercing in intestine. Patch removed oversuturing intestine. Flush abdomnal cavity. Abcess, intestine resection flush abdominal cavity.